Event description:
Erroneously elevated troponin (accu tnl) results from a different pt samples that were generated by the access 2 instrument. Patient a: serial draws were done from the pt and tested for accu tnl. An initial accu tnl result was "<0.03ng/ml". Accu tnl result from a 2nd draw, performed 3 hours later, was 1.13ng/ml and was reported out of the lab. The 2nd sample was re-tested for accu tnl; the result was "<0.03ng/ml". A corrected report has been issued for patient a. The customer indicated that accu tnl results from the next 2 draws were "<0.03ng/ml". Patient b: accu tnl results from the 1st 3 draws were "<0.03ng/ml". Accu tnl result from the 4th draw was 0.59ng/ml. The accu tnl result was reported out of the lab. The pt sample was repeated for accu tnl. The repeated accu tnl result was "<0.03ng/ml". A corrected report has been issued for patient b. The customer did not receive any report if pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.